Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed at the distributor. Upon investigation the electrode belt failed a pulse test. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink separated in the distribution node, causing the pulse wires to short together. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During review of an unrelated problem, a reportable device malfunction was found.